Event description:
It was reported that a broken tip was found on a depth gauge for 2.0mm and 2.4mm screws during a workshop at a display showing for doctors. There was no patient involvement. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Service history review: lot 5039151: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the tip was broken. The repair technician reported the handle was bent. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product development evaluation was completed: per the technique guide, the depth gauge is part of 2.4 mm variable angle locking compression plate distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The returned depth gauge (lot 5039151) was manufactured on july, 2005 and is 9 years old. The depth gauge was received assembled. The needle is broken off the graduated body. The broken needle was examined and it shows several dents along its length. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge does not fall off when the device is held vertically. The miniature ball on the slider is present. There are multiple nicks and scratches on the device consistent with normal use. Also, the protection sleeve was not returned with the device. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is (B)(4), which is an appropriate material for an instrument component of this type. A review of the design drawing indicates that the returned part was manufactured to an older drawing; since then there was one design change to the drawing that did not affect the intended use of the device. The dimensions, material, and tolerances are within specification. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. Health professional inadvertently checked; should be just company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.